Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject patient passed away on (B)(6) 2018, the device was explanted without returning for analysis. The reason of death is currently unknown. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Analysis of the episodes dated few days before the patient death showed a proper device functioning. No evidence was found to suggest that the device could have contributed to the death of the patient.

Event description:
Reportedly, follow-up visits were performed during the first year of device implantation and no anomalies were observed; the device delivered an appropriate shock. The patient passed away on (B)(6) 2018. The device was returned for explanted and analysis. It was reported that it was unknown whether the death is device-related or not. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Review of available patient file did not reveal any device malfunction.

Event description:
Reportedly, the subject patient passed away on (B)(6) 2018, the device was explanted without returning for analysis. The reason of death is currently unknown. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, follow-up visits were performed during the first year of device implantation and no anomalies were observed; the device delivered an appropriate shock. The patient passed away on (B)(6) 2018. The device was returned for explanted and analysis. It was reported that it was unknown whether the death is device-related or not. The review of the quality documents confirmed a regular device manufacturing.